Event description:
It was reported that during a lap cholecystectomy procedure, from the 4th set clip on the proximate end of the clip wasn´t formed correctly (a little distance was open). No noise or extreme effort was noticed. The surgeon opened a new device. There were no consequences for the patient. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.